Manufacturer narrative:
H5 and h8 was erroneously selected on the initial manufacturer device report.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient initially experienced high purge pressures with purge flow measuring <1 ml/hr. A tissue plasminogen activator (tpa) purge protocol was initiated through the purge system. Concerns regarding the potential for pump stoppage were discussed with the care team. Despite tpa administration, a ¿purge system blocked¿ alarm subsequently occurred. The pump¿s performance level then dropped from p6 to p0 and could not be restarted. The impella device was removed. The patient remained hemodynamically stable on a milrinone infusion. It was also reported that the placement signal was not reliable. Intermittent suction alarms were noted, likely related to device positioning. And ongoing purge pressure issues. The patient was reported to have survived the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product returned. Lt logs returned end on (B)(6) 2025. Pump suction - after 24 days on support, intermittent suction alarms occurred, thought by the team to be related to pump positioning. Data log review showed suction alarms occurring throughout case. The cause of the pump suction was not determined due to no product returned, inconclusive data log review, and insufficient clinical details. Optical sensor issue - after 27 days on support, psnr alarms occurred. On (B)(6), ps suddenly dropped from around 80 to 30mmhg. Over the next 90 minutes, ps continued to decrease to -78 until the ps railed to 3000mmhg and psnr alarms were triggered. During this time, systolic pump flows increased from below 4.0l/m/min to over 6l/min without a mc change. The cause of the optical sensor issue was material wear causing sensor drift due to the ps pattern matching known wear issues. Purge pressure high + purge system blocked - after 37 days on support, hpp alarms noted. After 38 total days on support, hpp and low purge flows. Tpa administered to no effect until pump stopped. Data log review showed purge pressure rise over 2 minutes with purge flow falling in parallel. No mc spike seen. 3 hours later, pump stop occurred. The cause of the purge issues was not determined due to no product returned, inconclusive data log review, and insufficient clinical details. Pump stop - after 37 days on support, pump stop occurred after purge pressure issues and 8 days after psnr alarms occurred. Data log review showed purge pressure rise over 2 minutes with purge flow falling in parallel. No mc spike seen. 3 hours later, pump stop occurred following a 15 minute trend of rising mc without a p-level change. The cause of the pump stop was not determined due to no product returned, inconclusive data log review, and insufficient clinical details. Device history lot: device lot: 1964704. Device history batch: subcomponent 0550-2501 lot: 1882155. Device history review: pump s/n (B)(6) passed all post sterile inspection checks.